Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a flailed leaflet for a mitraclip procedure. During the procedure, a mitraclip was advanced into the steerable guide catheter (sgc) when air was visualized moving through the hemostatic valve. The mitraclip and sgc were removed from the patient and a replacement mitraclip and sgc were selected. The replacement mitraclip was successfully implanted within the patient and the procedure was discontinued. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.